Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d2, e1, g4, h2, h6, h10. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality cannot be performed as the product batch number was not communicated. 2 complaints have been recorded for optipac refobacin bone cement r, all references regarding infection within one year. According to available data, the exact root cause can¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was been reported revision due to unknown reason in the journal article "bone cement product and failure in total knee arthroplasty" : several revisions and infections occured for refobacin bone cement r and optipac refobacin bone cement r. The current complaint is related to the infections within one year post operatively over optipac refobacin bone cement r products. Journal article: oystein birkeland, birgitte espehaug, leif I havelin, ove furnes (2017) bone cement product and failure in total knee arthroplasty, acta orthopaedica, 88: 1, 75-81, https://doi.org/1 0.1080/17453674.2016.1256937.

Event description:
It was reported in the journal article that for refobacin bone cement r and optipac refobacin bone cement r several revisions for any reasons and revisions due to deep infections within one year postoperatively occurred after total knee arthroplasties in norway for the period 1997-2013. The current complaint is related to 32 infections within one year post operatively concerning optipac refobacin bone cement r products. Attempts have been made and no further information has been provided. Journal article : oystein birkeland, birgitte espehaug, leif I havelin, ove furnes (2017) bone cement product and failure in total knee arthroplasty, acta orthopaedica, 88: 1, 75-81, https://doi.org/1 0.1080/17453674.2016.1256937.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d1, h2, h10. No surgical notes were provided. The reported event could not be confirmed. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality records can't be performed as the product batch number was not communicated. 2 complaints have been recorded for optipac refobacin bone cement r-1, all references regarding infection within one year. According to available data, the exact root cause can¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revision due to unknown reason. It has been reported that for refobacin bone cement r and optipac refobacin bone cement r several revisions and infections occured. The current complaint is related to the infections within one year post operativity over optipac refobacin bone cement r products. Journal article : oystein birkeland, birgitte espehaug, leif I havelin, ove furnes (2017) bone cement product and failure in total knee arthroplasty, acta orthopaedica, 88: 1, 75-81, https://doi.org/1 0.1080/17453674.2016.1256937.